Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss on the right eye (od) of a female patient following the raster pattern and before the side cut was completed with an intralase patient interface (pi). The customer needed to know how to program a side cut only, which abbott clinical development manager (cdm) walked them through this process and a new procedure was programmed with a side cut only. The flap successfully created, lifted, treated and the procedure was completed successfully using the same pi. It was reported that everything went great and that the patient is a little red, but 20/15. Pre-op 20/15-2 and post-op uncorrected 20/15.